Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump does not working anymore. Customer blood glucose at the time of incident was 123 mg/dl. The reservoir cannot stay in place. The pump was not delivering insulin. Troubleshoot was performed. The location of the damage was on the reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.